Manufacturer narrative:
(B)(4). Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/4.00 flextome cutting balloon was used to dilate the target lesion. During the procedure, the balloon ruptured at the nominal pressure level. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.